Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 500s (mg/dl) and slight levels of ketones in early (B)(6); however, no specific event date was provided. Customer administered correction injections to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.